Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6).